Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, the pulse oximeter display was missing the bottom segments. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue, and has been isolated. Actions have been taken under remedial action efforts. Complaint trends will continue to be monitored.